Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the 24v was not going to the motion controllers. The power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the motion controllers will not initialize, and the system will not boot up fully. It was also noted when the system is off and the mobile view station (mvs) interface cable is unplugged, the image acquisition system (ias) fans turn on. This issue was noted outside of a procedure, and there was no patient involvement.